Event description:
Event description guidant received information that this pacemaker-dependent patient is experiencing diaphragmatic oversensing. Plan is to add a separate rs lead but concern is for loss of pacing when oversensing. It was noted that the patient's implantable cardioverter defibrillator (ICD) device sensitivity was programmed to least and the problem has been resolved, however, the caller expressed concern with this option. Guidant received additional information that the patient's right ventricular pace/sense lead will be replaced and the caller inquired whether or not this ICD has the off-electrocautery mode feature available in order to provide asynchronous pacing while the incision is being made.